Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because there was no abnormality in the device based on the device evaluation result. The reported event was not attributed to the product or manufacturing, and omsc confirmed that there are no problems with the safety of the device. Also, the reported event does not tend to occur frequently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The device was tested for several hours and no malfunction occurred. No defects were found in the device. All functions of the device were worked properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device froze during boot while preparing for use. The user also reported that the touch panel displayed a blue screen with the olympus logo and did not respond to anything other than turning the device on and off via the power switch. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.